Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx laa closure device was being implanted. Following release of the closure device, a stringy clot was seen via transesophageal echocardiography (tee) waving around the face of the closure device. No further patient complications were reported, and no intervention was performed other than monitoring of the thrombosis. The patient was discharged home the following day. It was further reported that the thrombus was coming off the threaded insert of the closure device.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx laa closure device was being implanted. Following release of the closure device, a stringy clot was seen via transesophageal echocardiography (tee) waving around the face of the closure device. No further patient complications were reported, and no intervention was performed other than monitoring of the thrombosis. The patient was discharged home the following day.